Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on an unknown date. According to the complainant, as a result of the implant, the patient suffered urinary problems, pelvic and abdomen pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted on an unknown date; (B)(6) 2007 or (B)(6) 2008. The advantage system device was reported as implanted by the following two physicians, but it is unknown by which one: (B)(6).